Event description:
It was reported that cgm displayed malfunction alarm 42 for second time while connected to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full instructions for pump reset, and completed reset with assistance; after reset, pump no longer displayed malfunction alarm, and no additional actions were required.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.